Event description:
Patient had foley catheter placed during day shift due to increases in bleeding and inability to void post partum. Upon shift change, foley catheter was draining appropriately. When this rn returned in am , night shift rn, reported feeling patients uterus deviated to the right, checking urine output, noticed there was no output in the foley bag, assessed and adjusted the tubing. Night shift rn stated that urine then started to collect in foley bag and she was able to drain 1100ml out at that time. Upon am assessment, a couple of hours after night shift rn emptied foley, this rn noticed there was no urine output in the bag. This rn adjusted the tubing, no kinks or dependent loops noted, was able to get 600ml of urine to drain. Fundus firm and midline. This rn attempted to empty bladder fully before removing foley, per previously written order. Foley catheter set aside in red biohazard bag with patient label.